Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer stated that the approximate size of air bubbles was eraser tip of a pencil. Customer stated that the air bubbles were noticed during therapy. Customer troubleshoot was performed. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 16 open/used reservoirs. Performed pre-fill reservoir test. Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles.